Manufacturer narrative:
Bayer service visited the site and performed an injector checkout. The system was found to perform to specification. The customer declined returning the disposables used in the reported occurrence. In addition, lot numbers were not provided; therefore retained samples could not be tested. A bayer representative has provided additional applications training to the customer. In the event that additional information is obtained, a follow up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: the customer reported that a (B)(6)female with an admitting diagnosis of chest pain underwent a percutaneous coronary intervention (pci) while connected to the avanta fluid management system. Post procedure, exact time unknown, the patient reportedly passed away. The customer stated that no air was observed on the images.